Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable results from coaguchek xs meters serial numbers (B)(4). At 2:10 pm, the result from meter serial number (B)(4) was 6.1 inr. At 2:12 pm, the result from meter serial number (B)(4) was 7.0 inr. The customer used a different finger. At 3:00 pm, a laboratory test was performed and the result was 4.1 inr. The reagent used was requested but was unknown. On (B)(6) 2018, the result from meter serial number (B)(4) at 1:50 pm was 4.5 inr. The result from a laboratory at 2:00 pm was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The patient had no bleeding or bruising, no changes in diet, no illness, no medications, and no change in warfarin since last test. The patient is on a low vitamin k diet, had no mechanical devices, no anemia, no other blood thinners, and no antiphospholipid antibodies. The suspect meters and strips were requested to be returned for investigation. Replacement product was sent.